Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. Codes were added to reflect information that was provided. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported unit alarmed for the alarm light emitting diode (led) failed. The customer has replaced the power switch overlay which did not resolve the reported issue. The remote manufacturer's service technician advised the customer to swap the user interface (ui) assy for troubleshooting. The customer indicated with the other ui assy installed the issue cleared. The remote manufacturer's service technician advised to replace the ui printed circuit board assembly (pcba). The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.